Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client reported that the suture broke off from the needle when in use and also some foils had the needle not attached to the thread. All medwatch submissions related to this report are: 3003639970-2022-00558. Additional information has been requested.

Manufacturer narrative:
Analysis and results: there are no previous complaints of this code batch. Two complaints received at the same time from the same end customer. We manufactured and distributed in the market 2,304 units of this code batch, there are no units in our stock. We have received 108 closed samples. Tightness test to the closed samples received has been performed and the units are tight. We have tested the needle attachment strength of the closed samples received and the results do not fulfill the requirements of the european pharmacopoeia (ep): 0.39 kgf in average and 0.01 kgf in minimum (ep requirements: 0.23 kgf in average and 0.11 kgf in minimum). 7 of the samples received have needle attachment results that do not fulfil ep requirements for the minimum. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Needle attachment results before releasing the product were 0.38 kgf in average and 0.33 kgf in minimum and fulfilled ep requirements. (Ep requirements: 0.23 kgf in average and 0.11 kgf in minimum). Final conclusion: taking into account that the results of samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the samples received. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.